Event description:
(B)(6) 2015: per MDR, reportedly the nurse was attempting to insert a 10 cm powerglide midline catheter. The nurse accessed the vein and received a good blood return. The nurse advanced the wire and then she advanced the catheter over the needle. As she did so, the catheter broke apart, the pt was take to ir where the remaining piece of the catheter was removed.

Manufacturer narrative:
A lot history review (lhr) of reyk2059 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer at this time for eval.